Event description:
On (B)(6) 2013, the reporter stated that baby's blood pressure dropped, when blanket was lifted fluids were found in the bed. Baby was not receiving the medications being administered due to the leak of the bd q-syte this was the alleged reason for the low blood pressure. No further information is available.

Manufacturer narrative:
A sample was received and in the process of being evaluated. Once the evaluation is complete the information will be sent as supplemental.